Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and button error from the insulin pump. The customer's blood glucose reading was 375 mg/dl, 219 mg/dl then 448 mg/dl. The customer recently ran a bolus in the morning and had issues with the up arrow. The customer was unable to go down to the main menu. The customer treated with manual injections. The customer declined to troubleshoot for high readings. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with no button response due to an unlocked connector on the lcd board. Unable to confirm the rewind anomaly and unable to perform any tests due to the unresponsive buttons. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.